Manufacturer narrative:
The device was returned to zoll; the customer's report was duplicated. It was observed that the device had sustained physical damage and the gasket around the power button was missing due to the observed damage, root cause was not able to be determined. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.